Event description:
The adhesive strip surrounding the fenestrated drape opening remained adhered to the protective backing. The assistant experienced difficulty removing it, resulting in tearing of the adhesive strip during removal. The drape was no longer functional in that it could not be adhered to the surgical site. The user continued to utilize for remainder of procedure. There was no patient harm according to reporter.

Manufacturer narrative:
The product involved in this complaint is not available for evaluation. A follow-up report will be provided upon conclusion of the investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.